Manufacturer narrative:
This is one of five manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018-02729, 2015691-2018-02730, 2015691-2018-02731, 2015691-2018-02732. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. Investigation results are inconclusive, as relative patient information, as well as specification of type of regurgitation was not provided, the exact cause of the regurgitation is unknown. However, it could be related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference article: ¿transfemoral aortic valve implantation is more successful with the edwards sapien 3 compared with the edwards xt for the treatment of symptomatic severe aortic stenosis.¿ gonska b, seeger j, junker a, rodewald c, trepte u, scharnbeck d, rottbauer w, wöhrle j. Arch cardiovasc dis. 2017 nov 8. Pii: s1875-2136(17)30187-0. Doi: 10.1016/j.acvd.2017.05.012.

Event description:
As reported by our affiliates in (B)(4), per article: ¿transfemoral aortic valve implantation is more successful with the edwards sapien 3 compared with the edwards xt for the treatment of symptomatic severe aortic stenosis.¿ in this study, 100 consecutive patients treated with the es3 for symptomatic native severe aortic stenosis were compared with 100 consecutive patients treated with the edwards sapien xt valve (ext); all valves were implanted via transfemoral access. Es3s were implanted in 2014; ext procedures were performed in 2013/2014 in the period before the release of the es3. Mild to severe ar in echo post implant: 45 sapien xt patients (1 patient received a viv); 31 sapien 3 patients. All-cause mortality: 7 sapien xt patients; 3 sapien 3 patients. Stroke (disabling and non-disabling): 6 sapien xt patients; 4 sapien 3 patients. Life-threatening bleeding: 8 sapien xt patients. Major vascular complication: 16 sapien xt patients; 5 sapien 3 patients. Major or minor bleeding: 33 sapien xt patients; 22 sapien 3 patients. Post-procedural pacemaker implantation: 24 sapien xt patients; 14 sapien 3 patients. Elevated mean aortic gradient (<20mmhg) post implantation: 1 patient with 26mm s3; 2 patients with 23mm s3; 1 patient with 23mm sxt.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.